Event description:
Pelvic pain, the feeling of inflammation in lower abdominal region, severe bloating, painful ovulation, migraines, sharp shooting pains left ovary more often than right, cramping, general tiredness, rash (B)(4).